Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("frequent pelvic infections") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 10 months after insertion of essure, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain / cramping"), dyspareunia ("pain during intercourse"), headache ("headaches"), back pain ("back pain"), fatigue ("fatigue"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (on (B)(6) 2016 underwent exploratory laparotomy, bilateral salpingectomy with essure removal) and surgery (dilation and curettage on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic infection, genital haemorrhage, abdominal pain, dyspareunia, headache, back pain, fatigue, nausea, vomiting and procedural pain had not resolved. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, genital haemorrhage, headache, nausea, pelvic infection, procedural pain and vomiting to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including frequent pelvic infections and abnormal and heavy bleeding (understood as genital haemorrhage). On (B)(6) 2016, she underwent surgery (exploratory laparotomy, bilateral salpingectomy, dilation and curettage) and essure was removed. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("frequent pelvic infections") and genital haemorrhage ("abnormal and heavy bleeding/abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. B60752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as hydroxyzine, levonorgestrel (mirena) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("pain during intercourse"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), mood swings ("mood swings"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), rash ("rashes or skin conditions-type:rashes") and bipolar disorder ("bipolar disorder"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression") and post-traumatic stress disorder ("post-traumatic stress disorder"). On (B)(6) 2016, 1 year 10 months after insertion of essure, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain ("severe and persistent abdominal pain / cramping"), back pain ("back pain"), vomiting ("vomiting"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), pruritus ("itching"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, ibuprofen, ferrous sulfate (iron), promethazine, oral contraceptive nos, surgery (exploratory laparotomy,total hysterectomy,bilateral oophorectomy,salpingectomy with essure removal.) And surgery (dilation and curettage on (B)(6) 2016,ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, genital haemorrhage, abdominal pain, vomiting and procedural pain had not resolved, the vaginal haemorrhage, mood swings, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, post-traumatic stress disorder, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, allergy to metals, vaginal discharge, alopecia, rash, pruritus, abdominal pain upper, vulvovaginal pain and bipolar disorder outcome was unknown and the dyspareunia, headache, back pain, fatigue and nausea had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, post-traumatic stress disorder, procedural pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received.events extracted per pfs: mood swings, abnormal bleeding (vaginal, menorrhagia), bladder/ urinary tract/vaginal infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression/ ptsd, bladder or urinary problems or changes, migraines, dysmenorrhea (cramping), nickel allergy,vaginal discharge, hair loss, itching, stomach pain, vaginal pain.concomitant drugs,treatment drugs,lab test,lot number added.date of removal of essure updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("frequent pelvic infections"), genital haemorrhage ("abnormal and heavy bleeding/abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. B60752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. There is no fever or chills. She denies any dysuria. Previously administered products included for hypertension: hydrochlorothiazide. Concurrent conditions included sore throat, nasal congestion, cough, aching in knees, irregular periods, polycystic ovarian syndrome, dysuria, follicular cyst of ovary, visual disturbances, blurred vision, drug allergy, menometrorrhagia and uterine adhesions. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as hydroxyzine, levonorgestrel (mirena) and sertraline (zoloft). On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and bipolar disorder ("bipolar disorder"). In (B)(6)2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("pain during intercourse"), headache ("headaches"), nausea ("nausea"), mood swings ("mood swings"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression") and post-traumatic stress disorder ("post-traumatic stress disorder"). On (B)(6)2016, 1 year 10 months after insertion of essure, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On (B)(6)2017, the patient experienced allergy to metals ("nickel allergy") and rash ("rashes or skin conditions-type:rashes"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain / cramping"), back pain ("back pain"), vomiting ("vomiting"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), pruritus ("itching"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, ibuprofen, ferrous sulfate (iron), promethazine, oral contraceptive nos, surgery (exploratory laparotomy,total hysterectomy,bilateral oophorectomy,salpingectomy with essure removal.), surgery (dilation and curettage on (B)(6)2016,ablation) and surgery (total abdominal hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic infection, genital haemorrhage, abdominal pain, vomiting and procedural pain had not resolved, the vaginal haemorrhage, uterine haemorrhage, mood swings, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, post-traumatic stress disorder, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, allergy to metals, vaginal discharge, alopecia, rash, pruritus, abdominal pain upper, vulvovaginal pain and bipolar disorder outcome was unknown and the dyspareunia, headache, back pain, fatigue and nausea had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, bipolar disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, post-traumatic stress disorder, procedural pain, pruritus, rash, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and vulvovaginal pain to be related to essure. The reporter commented: three coils were seen after release diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia, headaches, abdominal pain, vaginal haemorrhage, dysmenorrhea,fatigue, back pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("frequent pelvic infections"), genital haemorrhage ("abnormal and heavy bleeding/abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (batch no. B60752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity 4. There is no fever or chills. She denies any dysuria. Previously administered products included for hypertension: hydrochlorothiazide. Concurrent conditions included sore throat, nasal congestion, cough, aching in knees, irregular periods, polycystic ovarian syndrome, dysuria, follicular cyst of ovary, visual disturbances, blurred vision, drug allergy, menometrorrhagia and uterine adhesions. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as hydroxyzine, levonorgestrel (mirena) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("pain during intercourse"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), mood swings ("mood swings"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), rash ("rashes or skin conditions-type:rashes") and bipolar disorder ("bipolar disorder"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression") and post-traumatic stress disorder ("post-traumatic stress disorder"). On (B)(6) 2016, 1 year 10 months after insertion of essure, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain / cramping"), back pain ("back pain"), vomiting ("vomiting"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), pruritus ("itching"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, ibuprofen, ferrous sulfate (iron), promethazine, oral contraceptive nos, surgery (exploratory laparotomy,total hysterectomy,bilateral oophorectomy,salpingectomy with essure removal.) And surgery (dilation and curettage on (B)(6) 2016, ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, genital haemorrhage, abdominal pain, vomiting and procedural pain had not resolved, the vaginal haemorrhage, uterine haemorrhage, mood swings, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, post-traumatic stress disorder, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, allergy to metals, vaginal discharge, alopecia, rash, pruritus, abdominal pain upper, vulvovaginal pain and bipolar disorder outcome was unknown and the dyspareunia, headache, back pain, fatigue and nausea had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, bipolar disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, post-traumatic stress disorder, procedural pain, pruritus, rash, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and vulvovaginal pain to be related to essure. The reporter commented: three coils were seen after release diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia, headaches, abdominal pain, vaginal haemorrhage, dysmenorrhea,fatigue, back pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Events per mr: abnormal uterine bleeding was added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("frequent pelvic infections") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain / cramping"), dyspareunia ("pain during intercourse"), headache ("headaches"), back pain ("back pain"), fatigue ("fatigue"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (on (B)(6) 2016 underwent exploratory laparotomy, bilateral salpingectomy with essure removal) and surgery (dilation and curettage on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, 1 year 10 months after insertion of essure, the patient experienced procedural pain ("suffered a painful post-operative recovery"). At the time of the report, the pelvic infection, genital haemorrhage, abdominal pain, dyspareunia, headache, back pain, fatigue, nausea, vomiting and procedural pain had not resolved. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, genital haemorrhage, headache, nausea, pelvic infection, procedural pain and vomiting to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including frequent pelvic infections and abnormal and heavy bleeding (understood as genital haemorrhage). On (B)(6) 2016, she underwent surgery (exploratory laparotomy, bilateral salpingectomy, dilation and curettage) and essure was removed. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.